Event description:
It was reported that after a carotid stenting procedure, stent narrowing occurred. The 80% stenosed lesion was located in the severely calcified and moderately tortuous internal carotid artery. The lesion length was 5cm and the diameter of the vessel was 7mm.the physician deployed a 7mm x 50mm carotid wallstent monorail in the intended location and post-dilated with another manufacturer¿s 6mm x 20mm balloon. The wallstent was fully apposed to the vessel wall; however, the physician noted that the implanted wallstent ¿wasn¿t long enough¿. A second 7mm x 50mm carotid wallstent monorail was deployed next to the previously implanted wallstent with 1mm overlap. The second implanted wallstent was fully apposed to the vessel wall. Post-procedure, the patient displayed ¿unusual physical signs¿ so the physician rescanned the patient and noted that the distal end of the distal wallstent had narrowed. A ¿minor impact¿ on blood flow through the distal wallstent was noted.two days later, the physician post-dilated the distal end of the distal wallstent with another manufacturer¿s 6mm x 20 balloon catheter; however, this attempt was unsuccessful. Next, the physician deployed another manufacturer¿s stent into the narrowed distal end of the distal wallstent to successfully complete the procedure. No further patient complications were listed and the patient¿s condition was reported as stable.

Manufacturer narrative:
(B) (4)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)